Event description:
It was reported that while removing a fibreglass cast, the cast cutter blade broke at the mount. It was also reported that there was slight delay while replacing the blade. It was further reported that medical intervention was not required and the procedure was completed successfully.

Manufacturer narrative:
The cast cutter blade subject to this event was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The IFU for the cast cutter blade has two warnings which states "ensure blade is properly seated in the cast cutter and the blade retaining nut is tightened before each use. An improperly tightened retaining nut may come loose causing blade to fracture, thereby endangering pt and user" and "excessive pressure, such as bending and prying with the blade, may cause the blade to fracture." The root cause is undetermined.